Event description:
Caller reported that control-iq suspended basal insulin delivery due to inaccurate cgm values, which showed a reading of 56 mg/dl, while the actual blood glucose level was 300 mg/dl. There was no adverse impact to the customer's blood glucose level. To address the discrepancy, the customer administered a correction bolus via the pump. After further discussion, technical support educated the caller on how the pump relies on cgm data to predict future glucose levels and acknowledged that the pump was functioning as intended.